Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested (B)(6) for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a johnson & johnson automated endoscope reprocessor model endoclens-s. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc confirmed that the bending section rubber was damaged. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The results of the investigation are shown below. Omsc found that a stain adhered to the distal end of the subject device. However, the volume of the stain was not enough to analyze the components. Therefore, omsc could not identify the components of the stain. The device was manufactured more than 15 years ago. Therefore, omsc could not confirm the device history record. Omsc requested information about the type of microbes to the user, however omsc could not obtain the information. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.